Manufacturer narrative:
H10 the customer reported to the remote service engineer (rse) that a high priority alarm occurred. The rse provided the customer with the latest service manual revision (r). The customer did not have a test lung for troubleshooting. The rse pointed the customer to page 225 in the service manual and informed the customer to adjust the settings to match this setup. The rse informed that the customer would need a bilevel positive airway pressure (bipap) circuit and test lung to have the device run with no alarms. Per gfe response, the customer confirmed that there was a false alarm. The customer could not remember what the root of the issue was and stated that it was due to something mundane and nothing to be worried about--the customer was able to get the false alarm issue resolved, and it has not reoccurred. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint alerting that while outside of clinical use the v60 had a high priority alarm. Remote service engineer provided customer the latest service manual rev r. And adjust the settings to match this set up. Customer would need a bipap circuit and test lung to have unit run with no alarms. It was later learned customer was able to get the unit to run with no alarm conditions. Investigation is ongoing.